Manufacturer narrative:
Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the threaded inserter extractor has damaged threads. No harm to patient. No delay in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> it was reported that the threaded inserter extractor has damaged threads. No harm to patient. No delay in surgery. The thread pitch was shredded and could not be threaded into shoulder of stem. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the actis retaining stem inserter displays signs of normal and repeated use. No damage was observed, and no breakage was found on the distal tip.. A functional test was not able to be performed since the mating device was not returned. In addition, nothing indicative of a device nonconformance could be identified on the coupler of the device that could have been related to a difficulty or inability to assemble the mating component as intended. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the actis retaining stem inserter would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. .